Event description:
Customer reported, the advantage system gave a result of 102 mg/dl at a time when he was symptomatic of hypoglycemia. Customer did not treat based on the advantage result; customer called dr, who advised him to call emt's. Emt meter result 30 minutes later was 32 mg/dl, customer treated with IV, transported him to hospital for further treatment. A request was made for the return of the system and a replacement was sent.